Event description:
Surgical intervention is planned for pt with a unicondylar knee implant.

Manufacturer narrative:
Surgical intervention is planned for pt with a unicondylar knee implant. Surgery is required to remove scar tissue and poly insert may be exchanged at the time of surgery. Review of the device history record indicates that the device was manufactured to specification.